Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic radical prostatectomy. According to the reporter: during anastomosing bladder and urethra, the surgeon found the needle detached from the suture. It was the 4th stitch of a continuous suture. The needle went deep into the cavity and the surgeon spent a long time to find it. Because of damage to the rectum, the procedure changed to laparotomy and resulted in an artificial anus. The needle was removed from the cavity. Operative time was extended mor than 30 minutes. This matter caused tissue damage and oozing under 200cc.